Manufacturer narrative:
A bci field service engineer (fse) replaced valves v5 and v14 in the hydropneumatic.

Event description:
A customer contacted beckman coulter inc. (Bci) to report wash concentrate leak from the hydropneumatic on the synchron lx 20 pro clinical systems. No injury was reported.